Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy procedure on (B)(6) 2023 when it was reported, ¿medium v care white handle breaks inside so unable to rotate uterus.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed without the use of an alternate device and there was no report of delay. Patient status was reported as ¿ok¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned, and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy procedure on (B)(6) 2023 when it was reported, ¿medium v care white handle breaks inside so unable to rotate uterus.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed without the use of an alternate device and there was no report of delay. Patient status was reported as ¿ok¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.